Event description:
It was reported that the patient underwent a surgical procedure in which an inflatable penile prosthesis (ipp) pump was replaced. It was indicated that this pump was not working. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The pump was visually and microscopically examined: however, no damages were encountered. Upon functional testing, the pump performed within specification. Based on the information available and analysis results, the reported event of mechanical issues could not be confirmed.

Event description:
It was reported that the patient underwent a surgical procedure in which an inflatable penile prosthesis (ipp) pump was replaced. It was indicated that this pump was not working. There were no patient complications reported.